Manufacturer narrative:
Additional information was received that the patient had weight loss which caused ipg movement and frequent ipg charging. The patient underwent an ipg replacement procedure per patient and physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.